Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of itchy eyes, slight puffiness, fluid like swelling, eyes that are red, swollen, and dry, tender to touch, crustiness, and layer of film over eyes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: " inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. " cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. " patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. " the distributor and/or manufacturer must be informed about any other undesirable side effects linked to juvéderm voluma" with lidocaine injection."

Event description:
Healthcare professional reported patient was injected to both cheeks with 1ml of juvederm voluma" with lidocaine. One month later patient returned to the clinic with itchy eyes and slight puffiness also referred to as fluid like swelling. Patient notes their symptoms began 2-3 weeks after injection and are located at the left and right peri-optical skin region. A few weeks later patient returned again with eyes that were red, swollen, and dry. The areas with redness are tender to touch. Patient reports the areas of puffiness/oedema fluctuate in size and positioning and their eyes are itchy and they wake with crustiness and a layer of film over both eyes. Three days later patient was seen again with no changes. Patient had dryness to lower eyes and is using an over the counter eye ointment to soothe eye area. Two days later patient has no improvement. Patient stopped using the eye ointment because they didn't think it helped. Patient was advised to sleep upright, use cool compress, and avoid touching eyes unless hands are clean. Patient was additionally treated with oral antihistamines and vitamin e cream. Symptoms are ongoing. Patient has been taking citalopram for over 10 years.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications.

Event description:
Healthcare professional reported patient was injected to both cheeks with 1ml of juvéderm® voluma¿ with lidocaine. One month later patient returned to the clinic with itchy eyes and slight puffiness also referred to as ¿fluid like swelling.¿ patient notes their symptoms began 2-3 weeks after injection and are located at the left and right peri-optical skin region. A few weeks later patient returned again with eyes that were red, swollen, and dry. The areas with redness are tender to touch. Patient reports the areas of puffiness/oedema fluctuate in size and positioning and their eyes are itchy and they wake with crustiness and a layer of film over both eyes. Three days later patient was seen again with no changes. Patient had dryness to lower eyes and is using an over the counter eye ointment to soothe eye area. Two days later patient has no improvement. Patient stopped using the eye ointment because they didn¿t think it helped. Patient was advised to sleep upright, use cool compress, and avoid touching eyes unless hands are clean. Patient was additionally treated with oral antihistamines and vitamin e cream. Symptoms are ongoing. Patient has been taking citalopram for over 10 years.